Manufacturer narrative:
Concomitant medical products: item#110010851; lot#139820 ¿ disp nitinol ndl single pack; therapy date (B)(6) 2014. The product had been discarded and was not available for return. Investigation results relayed to the sales rep via email. Root cause cannot be determined. Item: 110010849; review of device history records found units released for distribution with no deviation or anomaly. Review of complaint history found no additional issues reported for item: 110010849, lot: 169620 combination. Device discarded by user, unable to follow-up; inconclusive-root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a rotator cuff repair procedure on (B)(6) 2014 utilizing a suture passer. During the procedure, two sutures were successfully passed, but the nitinol needle fractured inside the mamba suture passer when the third suture was passed. A bipass suture passer was used to complete the procedure without significant delay. There was no injury to the patient as a result.